Event description:
It was reported that the patient presented prior to device exchange procedure. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Additional information received noted that the atrial lead also exhibited insulation damage.